Event description:
It was reported that the customer experienced high blood glucose (bg) level of above 600 mg/dl and visual impairment. Customer required assistance from the contact to address bg with a manual injection. Reportedly, customer's non tandem continuous glucose monitor was expired. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.